Manufacturer narrative:
The lot was manufactured between february 22, 2019 and february 25, 2019. The device was received for evaluation. A visual inspection was performed, and it was noted that the white coil cap was separated from the device housing. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the coil cap on a small volume intermate was loose. The loose coil cap was discovered before patient use. There was no patient involvement. No additional information is available.